Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 30-40 mg/dl; cause was unknown. Customer required assistance from parent to treat bg level via an unspecified treatment. No additional information was provided.